Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-00009, 0001822565-2019-00011. Additional concomitant medical products: unknown persona bearing, unknown person tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a left total knee arthroplasty and subsequently it was noted the patient experienced continual moderate to severe knee pain. The patient expressed difficulty ascending and descending stairs, limited or decrease in adls, and is constantly aware of knee problem. There is no additional information at this time.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on MDR 3007963827-2019-00151

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on MDR 3007963827-2019-00151